Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a(B)(6) male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The us complainant had placed an impella cp to support a patient with multiple cardiac and systemic comorbidities. The patient was deemed too critical for surgery. The patient had extensive thoracic and aortic dissection history. After the pump was delivered, the pump positioning was not optimal. The medical doctor was able to cross the valve and deliver. The patient repositioned multiple times but, the patient decompensated, coded, and expired. There is no allegation made that the use of impella contributed to the death.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial mfr1220648-2024-07481 was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the positioning issue most likely was use related due to improper technique, per the data log review.